Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was malfunctioning. It was indicated that the patient was screaming in pain. The physician discussed seeing lots of pacing indications on the surface/tele trace. Attempt to obtain pertinent additional information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.